Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded low, out of range shocking lead impedances. The historical shock impedances had been within normal limits. The shock electrogram (egm) appeared appropriate on the presenting rhythm. There was also some rv lead channel noise over sensed at various ventricular events. At some events the noise was of more than 2 seconds, but the rhythm is seen throughout. Electromagnetic interference (emi) was suggested as the possible cause, but a commanded shock was recommended to determine the real shock impedance. According to the field representative, no specific cause of lead noise was found. The commanded shock was not completed. Therapy was turned off and he was referred to another hospital. At this time the crt-d has been explanted at a surgical intervention and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded low, out of range shocking lead impedances. The historical shock impedances had been within normal limits. The shock electrogram (egm) appeared appropriate on the presenting rhythm. There was also some rv lead channel noise over sensed at various ventricular events. At some events the noise was of more than 2 seconds, but the rhythm is seen throughout. Electromagnetic interference (emi) was suggested as the possible cause, but a commanded shock was recommended to determine the real shock impedance. According to the field representative, no specific cause of lead noise was found. The commanded shock was not completed. Therapy was turned off and he was referred to another hospital. At this time the crt-d has been explanted at a surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded low, out of range shocking lead impedances. The historical shock impedances had been within normal limits. The shock electrogram (egm) appeared appropriate on the presenting rhythm. There was also some rv lead channel noise over sensed at various ventricular events. At some events the noise was of more than 2 seconds, but the rhythm is seen throughout. Electromagnetic interference (emi) was suggested as the possible cause, but a commanded shock was recommended to determine the real shock impedance. According to the field representative, no specific cause of lead noise was found. The commanded shock was not completed. Therapy was turned off and he was referred to another hospital. The patient will be getting a full system extraction and reimplant. The crt-d remains in service at this time. No adverse patient effects were reported.